Manufacturer narrative:
(B)(4). Suspect medical device, expiration date: the correct expiration date of imx sirolimus reagent lot 802873106 is 5/13/10, not 7/23/10 as was submitted in the initial medwatch submission. The imx sirolimus calibration errors generated with reagent lot 802873106 were caused by a calibration curve ratio outside the imx sirolimus assay file limits for the imx sirolimus calibrator b/calibrator a and calibrator f/calibrator a. A product recall was issued and a letter was sent to abbott customers with instructions to discontinue use and destroy the suspect imx sirolimus reagent and switch to a replacement lot of reagent.

Event description:
The customer observed imx sirolimus calibration failure code 161 (check 5 out of range) when reagent lot 802873106 was in use. The customer performed a passing photo check, however, the analyzer dispense check failed, therefore, the customer was advised to change the diluent syringe and perform a probe decontamination. The customer achieved a successful recalibration on a different analyzer in the lab. There was no impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.